Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the tool could not grip to the screw, the thimble was loose and the bearing and sleeve were damaged. It was determined that the bearings were worn and the device also failed for cutter insertion. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that there was component damage to the bearings on the attachment device. It was further determined that the device ¿was oiled¿ and the lock parts, the tip and the bearings were defective. It was also determined that the device was very dirty. It was further determined during the pre-repair diagnostics assessment that the device failed for thimble set screw, vibration and for temperature assessment. It was noted on the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: evaluation: upon further review of the device evaluation, it was determined that the assignable root cause was incorrect. The assignable root cause has been corrected from wear from normal use and servicing to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.